Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and noise, which was believed to be caused by ra lead fracture. In addition, it was noted some inappropriate atrial tachy response (atr) episodes and signal artifact monitor (sam) events. The ra lead remains turned off. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and noise, which was believed to be caused by ra lead fracture. In addition it was noted some inappropriate atrial tachy response (atr) episodes and signal artifact monitor (sam) events. The ra lead remains turned off. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.